Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented to the hospital for a lead revision and device replacement due to eri. The new lead exhibited high out of range lead impedance measurements and low r wave amplitudes when connected to the device. The lead exhibited in range impedance and larger r wave amplitudes when connected to the psa. The device was not implanted. Measurements through the new device were good.